Event description:
Vague report of the pump not delivering during servicing. "Won't infuse/no alarm" was reported. There has been no issue reported that involved pt care problems. Sent in for svc/eval.